Event description:
It was reported that the patient was experiencing constant stimulation in the low back and both legs down to the toes even when the stimulation was off. The physician administered a nerve blocker injection which temporarily alleviated the symptoms. After twenty hours, the unwanted stimulation came back.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.